Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low urea results for an unknown number of patient samples. Data was provided for two patient samples. Patient 1 initial result was 2.0 mmol/l and the repeat result on (B)(6) 2016 was 13.1 mmol/l. Patient 2 initial result was 4.0 mmol/l and the repeat result on (B)(6) 2016 was 9.4 mmol/l. Information was provided that one erroneous result was reported outside the laboratory, but it was unclear which sample this was. There was no adverse event. The reagent lot number and expiration date were requested, but were not provided. The field service representative adjusted the gear pump head and replaced the syringe seals. He found the reagent probe cover was incorrectly fitted which caused incorrect movement of reagent probe, sample cleaner bottles were empty, and the incubator bath level was too high. He adjusted the bath level, reagent and sample probes, and wash positions. He checked the sample probes for any contamination which were ok. The pre-analytics and sample quality was checked. Performance testing was acceptable. The field service representative found kinked tubing in the rinse unit which was repaired. The investigation confirmed this was the root cause as kinked or blocked rinse tubing could cause the cuvettes to not be washed properly and cause a carryover effect.